Event description:
It was reported that with the bd safetyglide needle, the safety mechanism was difficult to activate. The following information was provided by the initial reporter: "increased resistance when activating safety. Needlestick occurred when activating safety due to increased resistance." Additional info from customer: -what is the total quantity of products found defective? There were at least 2 separate occurrences in the same day with this product that was noted to have increased resistance. Is there any adverse event or serious injury occurred? A needle stick did occur when trying to active safety and the needle came off the syringe. What is the event date? (B)(6) 2023. Addition information provided on 11/1/23: "required bloodborne pathogen testing for both myself and the patient due to the needlestick."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
Pr 9054994 ¿ follow up MDR for device evaluation no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging tr h3 other text : see h10 manufacture narrative